Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to infection following a hip arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: continuum trabecular metal shell with cluster holes, catalog#: 00875705401, lot#: 62762955. Bone screw self-tapping, catalog#: 00625006520, lot#: 62757373. Bone screw self-tapping, catalog#: 00625006515, lot#: 77002942. Biolox delta option ceramic head, catalog#: 650-1057, lot#: 039210. Biolox option taper adapter, catalog#: 650-1065, lot#: 339950. Teperloc porous lateral femoral, catalog#: 11-103203, lot#: 585060. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported the patient underwent an exploration of the left total hip replacement with revision of the femoral and acetabular components due to pain after a prior revision. Upon entering the hip, the femoral head was removed. The stem remained, as it was well fixed. It was noted that there was no evidence of loosening was noted. Synovial fluid was slightly cloudy, yellowish in appearance and sent for gram stain. There was no evidence of infection noted. The shell remained implanted as well, however the screws were replaced. The liner was replaced with a new vitamin e poly liner. A new ceramic head with a -3.0 adapter was implanted as well. After the hip was reduced, it had excellent range of motion and stability. No intraoperative complications were noted.